Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings were found in the device, white particles material was found on the shell and flat creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side "disruption/rupture". The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "disruption/rupture". The device remains implanted.